Event description:
During follow-up, high capture threshold and r wave amplitude variation were observed on the right ventricular (rv) lead. Diagnostic imaging was performed; the physician alleged that the position of the rv lead was stretched. Lead micro-dislodgement was suspected but was not confirmed visualy. The device was reprogrammed and the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed; dislodgement was not confirmed but the physician alleged that the position of the rv lead was stretched. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.